Manufacturer narrative:
(B)(4). A patient reported disconnecting and reconnecting supplies during therapy. The cause of this complaint is use error. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). There will be no sample returned for evaluation, this is a use error. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services (gts) regarding a check supply line alarm that appeared on the homechoice (hc) unit during refilling heater during fill. Gts assisted the home patient (hp) to end therapy early. The hp disconnected the empty bags and moved the full bag to the heater line. The hp will carry the 1544ml given during the current fill state. There was no injury or medical intervention was reported. During follow up the home patient's (hp) nurse stated that there was no patient injury or medical intervention associated with this report. The nurse would review proper procedures with the hp the next time she sees the patient.